Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported urinary obstruction cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is requesting a replacement of an artificial urinary sphincter (aus) due to partial urinary obstruction. The patient has had a revision surgery of the aus on (B)(6) 2021 and then had to have the aus removed on (B)(6) 2021. Now the physician is requesting an approval to implant a new aus in (B)(6).